Manufacturer narrative:
(B)(4). Method: an expiratory limb, inspiratory limb, unheated extension tube, and a swivel wye were returned to fph in (B)(4) for evaluation. The returned parts were visually inspected and pressure tested for leaks. The outer diameter of the swivel wye lip, angle of the swivel wye lip, and inner diameter of the swivel elbow were also measured. Results: visual inspection revealed that the swivel wye port was cracked. The pressure test result was within specification. The swivel elbow was not disconnected from the swivel wye during pressure test. The outer diameter of the swivel wye lip, angle of the swivel wye lip, and inner diameter of the swivel elbow were all within specifications. A lot check was not performed as lot information was not provided. Conclusion: the faults reported by the hospital were not replicated during inspection. We are therefore unable to determine what may have caused the reported problems. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested prior to distribution, and those that fail are rejected. The subject rt266 infant breathing circuit would have met the required specifications at the time of production. This suggests that the swivel wye was damaged post production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that the swivel wye of an rt266 infant dual heated evaqua2 breathing circuit was loose and coming apart, causing leaks during ventilation. It was further reported that this was also observed on several other rt266 infant breathing circuits. No patient consequence was reported.